Event description:
Caller states she obtained a result "about" 290 mg/dl on the aviva system using a test strips that had previously been dosed. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states she obtained a result "about" 290 mg/dl on the aviva system using a test strip that had previously been dosed. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B) (6).